Event description:
Agfa healthcare dx d-100 portable x-ray machine, sn (B)(4), manufactured 2012 experienced a failure of right front castor mounting plate within base assembly that supports system. There were no signs of a direct impact on outside covers of base assembly possibly as a result of improper use by radiology tech of device that would have induced such a failure and or physically fractured the steel mounting plate.